Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4) . On (B)(6) 2017, it was reported that the gears were slipping while meshing. The mesher gave an incomplete mesh; a passable graft is 75% or more meshed. This mesher provided less than 75% meshing on the graft and was tagged out of service. On november 21, 2017, it was clarified that the issue during meshing of previously recovered cadaveric donor skin and this is not an out of box complaint. The harvested graft was unusable and no additional graft required from the patient since, skin being processed was previously recovered cadaveric donor skin used to produce allografts. The blade was properly placed for use and it was not inserted upside down/improperly placed. The dermacarrier was at room temperature and the device was not repaired by someone other than zimmer biomet. There was no alternate device used. The customer returned a skin graft mesher device, serial number (B)(4), for evaluation. The customer also returned a 1.5:1 ratio cutter, serial number (B)(4) and a 2:1 ratio cutter, serial number (B)(4) for evaluation. The device history record (DHR) and previous repair report review for serial number (B)(4) noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR and previous repair report review found no issues with the device and all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has previously repaired/evaluated skin graft mesher serial number (B)(4) two times as documented in the repair reports in livelink. The last repair was (B)(6) 2017 where it was reported that the gears were destroyed and there were metal shards from the gears and the roller, worn bushings, worn side plates, damaged comb, gears, and damaged hardware were replaced. This is not a related issue. The device history record (DHR) and previous repair report review for serial number (B)(4) noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR and previous repair report review found no issues with the device and all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has previously repaired/evaluated skin graft mesher serial number (B)(4) two times as documented in the repair reports in livelink. Initial qa inspection of the skin graft mesher on november 21, 2017 revealed that the mesh gear and the cutter gears were badly damaged. The side plate ears were dented and comb was rough. The calibration was not within specifications and the device did not produce a passing sample mesh. The 1.5:1 ratio cutter, serial number (B)(4) produced a passing sample graft after replacing the gear, collars, bushings, and retaining ring. The 2:1 ratio cutter, serial number (B)(4) failed to produce a passing sample graft even after the gear, collars, bushings, and retaining ring were replaced. Repair of the skin graft mesher was performed by zimmer biomet surgical on (B)(6) 2017 which included replacement of the worn bushings, worn side plates, damaged comb, gears, and repaired the ratchet. Skin graft mesher, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event was confirmed since during initial inspection the mesher gear and cutter gears were severely damaged. The root cause of the gears slipping while meshing was due to the gears being severely damaged. The issue was resolved with the replaced bushings, side plates, comb, gears, and ratchet. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Skin graft mesher, serial number (B)(4), was repaired, tested and returned to the customer. No further conclusions can be drawn from the complaint history review that warrants further action.

Event description:
It was reported that the gear slipped while meshing. The mesher gave an incomplete mesh. The event occurred during surgery on a cadaver graft. The graft was not usable but no additional grafts were needed. No adverse events were reported as a result of this malfunction.